Event description:
Procedure: low anterior resection. According to the reporter: the handle of the eea broke. During the surgery, the surgeon had to make the anastomosis of the proximal and distal colon. The anvil was placed in position, and the eea was inserted and connected to the anvil. During closing of the stapler and anvil, there were no difficulties. Upon observing the green indicator, the surgeon removed the safety latch and fired the instrument. In this moment, the handle completely broke away from the instrument, leaving an incomplete anastomosis. The device did cut, but did not staple. The surgeon had to convert to an open procedure to make the anastomosis. There was more blood loss than anticipated, and the patient had to go to the ICU. Patient was reported as okay.

Manufacturer narrative:
(B) (4).